Event description:
Patient¿s father contacted dexcom technical support on (B)(6) 2013 to report an event that has occurred a year ago, around (B)(6) 2012. Patient was extending the use of the device beyond the approved 7 days when she experienced a broken sensor. Patient was taken to the hospital on (B)(6) 2012 where a foreign body fragment, of approximately 4 mm, was visualized in an x-ray, in the patient¿s right femur. Medical experts agreed not to intervene surgically since patient was not suffering from any other illnesses or discomforts related to the foreign object in her body. At the time of his call to dexcom technical support, one year after the event, patient¿s father reported that patient was feeling well.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.